Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it is not powering on.  The third-party service agent replaced the lid reed switch according technical service update (tsu) 356.  After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.  Physio-control has initiated a recall for the reported issue on 05/06/2016.  Reference correction/removal reporting number 3015876-05/06/2016-002-c.  (B)(4).

Event description:
The distributor contacted physio-control to report that the device from one of their customers did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The device also showed a service wrench icon in the readiness display. There was no patient use associated with the reported event.